Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient was going to have an MRI done on (B)(6) 2026, but reported that when they couldn't connect to their ins, they were seeing the eos screen. They were not sure what level of stimulation they were using for their therapy and they already called their healthcare provider (hcp) and were told to call in. Agent reviewed MRI compatibility and eligibility information, then redirected the patient back to their hcp to further address the issue. On (B)(6) 2026 the rep reported that the patient fell on a cinder block and they had been unable to connect since then and repeated how they were seeing the eos message. The troubleshooting done was that the nurse attempted to connect, but couldn't. The cause was due to them falling on a cinder block. The issue is ongoing. The patient was to be scheduled for a replacement, but the date was unknown at the time. They were also going to be getting an x-ray on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was nothing significant seen on the imaging. The rep was told that the patient would be scheduled, but they were not aware of a date yet, but had reached out to the doctor's office to find out.